Event description:
Avellino, a. M., loeser, j. D. Intrathecal baclofen for the treatment of intractable spasticity of spine or brain etiology. Neuromodulation 2000. 3(2); 75-81 summary: the purpose of this study was to determine the long-term relief of spasticity and complication rates in patients who underwent placement of a programmable intrathecal baclofen pump for treatment of medically intractable spasticity of spine or brain etiology. Sixty-two consecutive adult patients who underwent placement of a programmable pump were retrospectively reviewed. Spasticity was clinically and statistically significantly decreased in all patients. Catheter-related kinks, breaks, dislodgements, and disconnections were the most common complications followed by drug-related effects. Infections, and wound complications. Intrathecal baclofen is a very effective strategy for the relief of medically intractable spasticity of spine or brain etiology. Even though 36% of patients have required revisions, no patient has experienced any long-term morbidity. Patients and their primary caregivers have been pleased with the long-term effects of this therapy on quality of life. Reported event: eight patients had their pump replaced due to a failure of the lithium thionyl-chloride battery. Additionally, another 22 patients with 46 complications listed below: there were two instances of holes developing in catheters. There were seven instances of catheter kinks. There were two instances of a hole and kink developing in a catheter. There were two instances of a break and kink developing in a catheter. There were three cases of catheter dislodgement. There were three cases of catheter disconnection. There were six cases of the catheter being cut and breaking. There was one case of abdominal wound dehiscence with alpha-hemolytic streptococcus infection that was managed with antibiotic therapy and incision and drainage of the wound. There was one case of erosion of the pump through the skin due to poor hygiene which resulted in recurrent abdominal pump site infections; the system was totally removed. There was one case of recurrent abdominal wound infection which resulted in removal of the entire system. There was one case of a superficial abdominal wound infection. There was one case of a superficial lumbar infection. There was one case of meningitis. The organism was staph aureus. There was one case of abdominal wound dehiscence. There was one case of subcutaneous abdominal wound hematoma secondary to long-term warfarin therapy for deep vein thrombosis prophylaxis which resolved over time and did not require surgical intervention. There was one case of lumbar wound dehiscence. There was one repositioning of the pump due to secondary deep vein thrombosis. The pump was moved to the patient's right side since the patient developed a left iliofemoral deep vein thrombosis secondary to external compression of the left external iliac and femoral veins by the pump at the groin. There was one case of increased seizure frequency with increasing intrathecal baclofen dosages. There was one instance of a kink and dislodgement developing in a catheter. There was one instance of a kink and blockage developing in a catheter. One patient experienced hallucinations. One patient experienced confusion, psychosis, and hallucinations secondary to an error in which the patient's oral baclofen was abruptly discontinued.

Manufacturer narrative:
Product ID: unknown pump, serial#: unknown, product type: pump. Product ID: unknown cath, lot#: unknown, product type: catheter. (B)(4).